Event description:
As reported, (B)(6) yr male having CABG had cvp line and pa sheath introducer cannulation done under ultrasound guidance. At about 9:20am noticed the bp and hr was low - gave phenylephrine followed by glycopyrrolate - on noticing a response to the drugs moved patient to or. In or the bp was low [80/22] - on repeating phenylephrine the response was transient. No ECG changes, no rash, no wheeze - assuming as drug reaction gave hydrocortisone, piriton, ranitidine. Started inotropic infusions. In spite of high inotropic support and repeated doses of phenylephrine, the bp response has been transient [systolic bp 140- 60 and diastolic bp 50- 20]. Surgeons inserted a iabp through femoral artery - bp recorded was 210/70, where as the brachial arterial pressure was 70/24; subsequently took a nibp reading of 136/67. On changing the transducer set and tramrac, the brachial arterial pressure and intraaortic balloon pressure were corresponding. Pressures were being weaned off and pt was transferred from or to ICU.

Manufacturer narrative:
The product is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One double dpt was returned for evaluation. The arterial and cvp dpt zeroed and sensed pressure accurately on the pressure monitor. Both dpts did not show any pressure drift during pressure drift testing. The electrical testing also showed that dpt electronic components were intact because both input impedance and output impedances were within specifications. There was no leakage detected from the dpts during pressure test. No visible defect was observed from the dpts. The complaint of inaccurate pressure readings could not be confirmed during the evaluation; the dpt functioned normally. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. It could not be determined if any clinical factors may have contributed to the event. No further actions will be taken at this time